Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that the therapy wasn't working as it could and that their left implant needed to be adjusted. Patient noted the wires went across their upper thigh, and cheeks; agent understood as stimulation. Patient said that the stimulation was working enough but when they sit down or lay down they would get shocked and noted that the therapy wouldn't adjust automatically. Agent did not go through troubleshooting due to the nature of call. Agent reviewed role of rep and provided the nas phone number for their doctor to call. The patient was redirected back to their healthcare provider to further address the issue and to meet with a medtronic representative in person for reprogramming to better optimize their therapy. Patient mentioned that they were going to be getting shots in their back tomorrow and was unsure what it was for.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.